Event description:
It was reported that the patient presented with non-sustained rv oversensing. Upon review of the stored egm, myopotential oversensing was observed. Recommended further testing was not performed due to the patient being intubated. Programming changes were made and patient will continue to be monitored.

Manufacturer narrative:
(B)(4).